Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3058, serial#: (B)(4), product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-operative electrode impedance test performed at 1.5v and 360 pw. Impedance values reported were noted at greater than 4000 ohms. The impedance test taken with the first ins was found >4000's. Caller reported they have replaced the ins and reran impedances. Case combinations showed fine and dipoles were >4000. The impedances ran as high as they could and patient was feeling stimulation at 2v. The patient reported motor response and was set at cycling 3's on /3's off. The patient has below and toe flick at nominal amplitude values with good motor response at >4000 combination of 0,1; 0,2; 0,3; 1,2; 2,3. There was none symptom reported. Additional information reported couple days later indicated that it was an out of box failure. Attempted to clear impedances by increasing amp limit and pulse width but unable to do so. The patient weight was reported as unknown. The issue reported was not resolve at the time of this result.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # njy351439h showed that the setscrew was backed out beyond the point of being able to engage with the connector block. With some effort the setscrew was able to be turned back into the connector and tightened down to a lead. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. The ins passed the final functional testing on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can and that the telemetry was acceptable. Correction: see manufacturer¿s report # 3004209178-2017-05061 for the patient¿s other device issue.